Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted tool marks on the case and body fluid contamination in the lead barrels. All seal plugs were intact and all set screws operated normally. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitor that is connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) recently had a normal follow-up appointment. A few days later, the patient reported not feeling well and was seen again. Device evaluation showed, an error code stating that the battery voltage was too low for the projected remaining capacity. The information was reviewed with boston scientific technical services (ts), and device change-out was recommended. Surgical intervention was performed and the device was successfully replaced. No additional adverse patient effects were reported.